Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported that programmer displayed "replace generator soon" message and ipg voltage is <2.73v. It was noted that patient runs continuous burst programs at amplitude of only 0.5 or 0.6. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and that the device depleted normally.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2023-00001 should not have been reported as a medical device report (MDR). Product analysis from the product performance engineering (ppe) found that the reported observation of ¿replace generator soon¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. Based on the available information the device exceeded its minimum estimated longevity. Burst continuous was utilized 81% of the stimulation on time or for 496 days with an estimated longevity range of 1 year up to 2.7 years for an average of 1.85 years. The device provided 1.7 years of therapy at the time of end of life (eol).